Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. The service engineer (se) inspected the device. The se found the battery was low. The se replaced the battery and all tests passed.

Event description:
It was reported that the ventilator had a battery issue. No patient involvement. Event date not specified: estimate used.